Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds and rising impedances. Noise was also observed, and a fracture was suspected. The lead was reprogrammed, and was later capped and replaced. No patient complications have been reported as a result of this event.